Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the first delivery system used. Please reference related manufacturer report no: 2015691-2016-00210. The device was returned to edwards lifesciences for evaluation. Upon visual inspection there was a separation on the crimp balloon near its bond with the inflation balloon, the flex tip and flex shaft had bunching and the flex tip showed minor damage. No functional testing was able to be performed due to the condition of the returned device (separation at the crimp balloon). Dimensional analysis of the wall thickness of the crimp balloon proximal to the observed cut was measured and found to meet specification. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint of balloon leakage was confirmed, however no manufacturing non-conformities were identified. It was reported that the device and valve were re-crimped and reused after wire position was initially lost and the devices were removed from the patient, which is contraindicated by the IFU. It is likely that the balloon bond was damaged or weakened when the delivery system was removed through the sheath or when the valve was removed from the delivery system balloon. Available information suggests that procedural factors (trans-septal access and reuse of the delivery system and valve) possibly contributed to the complaint. The complaint of valve movement on balloon was unable to be confirmed. It was reported a trans-septal access was used and that the valve got stuck at the atrial septum. It is likely that the valve getting stuck at the atrial septum contributed to the valve movement. Additionally, the valve was re-crimped onto the delivery system. The retention of a re-crimped valve on the delivery system has not been assessed. The complaint for balloon torn was confirmed, but no manufacturing non-conformities were found. Available information suggests that procedural factors may have contributed to the event. Due to the high criticality level for this failure mode, a pra has been initiated for risk assessment and consideration for potential for further escalation. The complaint for valve movement on balloon could not be confirmed. No labeling inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a trans-septal valve in valve procedure, there was a bending motion to get the 29mm sapien 3 valve through the septum and wire position was lost through mitral valve and atrial septum. The delivery system and valve were pulled into the esheath, and the devices were removed as one unit. The valve was able to be pulled off the delivery system balloon and the balloon was firm. The valve was placed into a bath. The same delivery system was re-prepped, and the same valve re-crimped. After the valve and delivery system were advanced through the esheath, the valve got stuck at the atrial septum and required several septal balloon dilations up to 12mm. During passage through the septum, it appeared difficult to keep valve centered on the balloon. After several attempts, the valve was aligned inside the left atrium. Just before valve deployment, the physician noted the balloon had ruptured and pacing was stopped. There was no evidence of contrast leakage, but the physicians were confident the balloon had ruptured so the devices were removed from the patient. New devices were prepped and an ascendra 24fr esheath was used per the physician's request. During valve alignment, the fine adjustment knob `clicked' and it had to be reset, tension was released and the valve was aligned in the vena cava. There was difficulty with the angle and septum alignment. Passage through septum after ballooning and several attempts. The delivery system balloon was noted to have ruptured after passage through atrial septum while the valve was in position. Blood came back into atrion inflator and contrast on fluoro was noted. The devices were removed from the patient. New devices were prepped and an ascendra 26fr esheath was used per the physician's request. A 29mm sapien 3 valve was successfully implanted in a 20:80 atrial/ventricular position with trace pvl. There was no consequence to the patient.